Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to metallosis. The acetabular cup and modular head were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01812 & 01813).